Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when there was a high-pressure alarm, the indicator was not displayed. The event occurred during pre-use inspection at the facility. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to a loose connector on the high pressure sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The loose connector was reconnected and the device passed all testing.